Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Dr. (B)(6) stated patient suffered tibial fracture ~12 wks postoperatively which required revision of the tibial component. Patient had bilateral cementless evo implanted in 2017 but unsure which side was revised.